Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump despite the attempt of multiple wall adapters. Customer's blood glucose level was reported to be 97 (mg/dl). Reportedly, the customer resorted to manual injections due to the pump being unable to charge. It was indicated that the customer would continue using manual injections as alternate insulin therapy until the replacement pump was received.